Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the down button on the infusion device does not function correctly, and the infusion device displays e7 electronic errors almost every day. This started at the beginning of (B)(6) 2012. The infusion device was replaced and requested for eval. A preliminary eval reveals the up/down button does not operate, and the printed circuit of the up/down flex connection is interrupted. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. Add'l info will be submitted when the eval is complete.